Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for insulin pump error. The customer¿s blood glucose was 264 mg/dl. Customer reported that error table indicates the insulin pump should be replaced. Explained pump will need to be replaced. Advise to revert to backup plan per healthcare provider instructions. Insulin pump history shows failed battery and ai clearing alerts after pump errors . The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 53 or pump error 4 alarms during testing however, the formatted history file confirmed pump error 53 and pump error 4 alarms due to a software error. The pump was monitored for one day and no unexpected powering off noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.